Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery gauge reportedly dropped from 55% to 5% while connected to a power source. After unplugging the pump from the power source, the battery gauge displayed 100%. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.